Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
The caller reported that the piston rod of the infusion device was bent, which caused the device to go into stop mode and therefore resulted in no insulin delivery. The patient experienced elevated blood glucose symptoms of diarrhea, drowsiness, and became unconscious. The patient was transported to the hospital. At the hospital the patient received a blood glucose result of 500 mg/dl and was treated with an insulin perfusor and is now set for ict. Insulin lantus basal rate approx. 25 i.u., the patient is currently stable with a blood glucose of 345 mg/dl. The patient was hospitalized for 3 days.